Event description:
It was reported that the deivce was rec'd without any info. Device will be returned for analysis.

Manufacturer narrative:
Eval summary: the analysis results found that the er320 device was rec'd in good visual condition. The instrument was cycled, fed, and fired 12 conforming clips and 5 scissored clips. The cause of this type of damage is currently being investigated. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed, and no anomalies were found during the mfg process.